Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their blood pressure is "shooting up", and that they have experienced shakes and lightheadedness. The patient reported they think their implantable pulse generator (ipg) is not working or recording events. The ipg remains in use. No further patient complications have been reported as a result of this event.